Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number or cartridge serial number were not provided.

Event description:
Customer reports receiving a suspected false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(6)). Customer questioning result as reader lost connection during the test. Although requested, customer did not respond to technical supports three attempts to obtain further information.